Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a sigmoid resection/colostomy involving a perforated bowel on (B)(6) 2016 the surgeon had to do a repair on (B)(6) 2016. No reinforcement material was used.